Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Ccu failed functional testing with intermittent live dvi video output after 2 hour burn-in. Cause of dvi video output malfunction is a defective electronic component on the video processor pcb. Product passed functional testing with a known good video processor pcb installed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the image was lost during the case. There was a backup device available to complete the procedure. No patient injuries reported.